Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for a follow-up check. Upon review, the right ventricle lead was dislodged and exhibited inappropriate muscle stimulation and high capture thresholds. Programming changes were made on the device. On (B)(6) 2021, the lead was repositioned. Patient was stable.